Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between secondary and primary tubing during an infusion of zometa. There was no patient or provider harm.

Manufacturer narrative:
Concomitant medical products: 250ml bag of 0.9% sodium chloride; 100ml bag of zoledronic acid 4mg/100ml; therapy date: (B)(6) 2015. The customer¿s report of a leak between the secondary and primary tubing was not confirmed. No anomalies were observed on the sets during visual inspection. Functional and pressure testing was performed on the primary and secondary sets. The primary and secondary showed no signs of leaking at the smartsite and texium connector. The root cause of a leak between the secondary and primary tubing was not identified.

Event description:
The customer reported a leak between secondary and primary tubing during an infusion of zoledronic acid 4 mg in 100 ml of sodium chloride, intended rate of 300ml per hour.